Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a trupulse¿ generator and when coming on ablation the pump went to 30cc flow rate and continued for 10 seconds after ablation was completed, but after that it should have dropped to 4cc but it would not go to 4cc, and instead an error was displayed (#211 - irrigation pump flow mismatch). The pump then continued to run at 30cc flow rate. In a couple of instances, when disconnecting the cable from both ends and connecting it back, it will correct going back to 4cc flow rate, and the medical team was able to ablate again--but the same thing will happen at the end of the ablation. The higher flow rate would not revert to 4cc. The medical team tried disconnecting the cable again, restarting the pump, restarting the generator and monitors, but the issue persisted. The correct catheter settings were selected on the generator. The irrigation pump was in automatic mode. The generator console to ngen pump to cable was replaced, and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the trupulse¿ generator are to be reported with PMA details of the catheter used along with the trupulse¿ generator. Therefore, this file is processed with the ablation catheter information of the varipulse¿ bi-directional catheter. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).